Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image not displayed and printed circuit board failure. Based on the results of the investigation, it is likely the following led to the malfunction: the endoscopic image cannot be displayed due to damage to the printed circuit board. The cause was traced to a component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that for the video system center had a b30 error and the scope was not recognized during inspection for use. There were no reports of patient harm.